Manufacturer narrative:
Device history record for model 2465-0007 lot 19115681 shows that the set was manufactured on 14 november 2019 with a total of 3,843 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the dickenson infusion department that the tubing set leaked paclitaxel 156 mg/26ml in 250ml normal saline on the tray when the nurse went to hang the set. It was noted that the tubing set was bent and leaked at the engagement with the 0.2 micron filter. There was no patient involvement since the leak was noted prior to hanging on the patient.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported from the dickenson infusion department that the tubing set leaked paclitaxel 156 mg/26ml in 250ml normal saline on the tray when the nurse went to hang the set. It was noted that the tubing set was bent and leaked at the engagement with the 0.2 micron filter. There was no patient involvement since the leak was noted prior to hanging on the patient.